Manufacturer narrative:
The age of the 103 included patients ranged from 35 to 75 years. (48.5%) were male, 53 (51.5%) were female . Date of event: exact date not provided, article acceptance date is january 15, 2021. Model number: the exact model is unknown as the serial number was not provided, only indicated zfr00. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. (B)(4). Citation: gabric n., gabric I., gabric k, bi¿cevic a., piñero d. P., bohac m. : clinical outcomes with a new continuous range of vision presbyopia-correcting intraocular lens, journal of refractive surgery ¿ vol. 37, no. 4, 2021; 37(4): 256-262 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The below literature article was received with potential complications/aes reported. Title: clinical outcomes with a new continuous range of vision presbyopia-correcting intraocular lens a non-randomized prospective case study was done to evaluate the clinical outcomes including patient-reported outcome measures in a sample of eyes undergoing bilateral cataract surgery with implantation of a new model of presbyopia-correcting intraocular lens (iol). A total of 206 eyes of 103 patients underwent phacoemulsification cataract surgery with bilateral implantation of the tecnis synergy iol (johnson & johnson vision). Among the right eyes implanted with tecnis synergy iol, 1% lost 2 snellen lines of corrected distance visual acuity (cdva) while 2% lost 1 snellen line of cdva among the left eyes. Significant posterior capsular opacification was present in 18 eyes and nd: yttrium aluminium garnet (yag) capsulotomy was required mainly due to distance vision problems. Significantly worse 3-month postoperative uncorrected distance visual acuity (udva) and cdva was found in the groups of eyes with posterior capsular opacification. Disturbing halos were only reported by 2 patients (with complaints during night driving in only 1 of these 2 patients). Significant residual cylinder error was treated by laser corneal refractive surgery in 4 eyes which was related to worse visual acuity outcomes. There were 4 eyes (n=2 right eyes and n=2 left eyes) with 3-month postoperative residual astigmatism which had a significant negative impact on udva and near visual acuity under low light or low contrast conditions. A copy of the article is provided with this report.